Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws did not line up properly and did not allow for a clean cut when harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Traces of blood was observed on the metal casing just below the jaws. Tissue and charred material was observed on the jaws. No visual defects were observed. To check the ability of the jaws to match up, the toggle was pulled back to the proximal position till a slight "click" sound was heard. It was observed that the jaws was align with each other. Based on the returned condition of the device and the evaluation results ,the complaint for reported failure mode ¿failure to align¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws did not line up properly and did not allow for a clean cut when harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.